Manufacturer narrative:
An examination of the returned device revealed that a blood like substance and contrast were visible in the lumen of the device. Shaft kinks were noted 27.5cm, 29cm, and 30cm from the tip. There were several struts in the middle of the stent that were lifted/flared. Inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that while unpacking the 5.0mm x15mm x 90cm express sd renal biliary stent delivery system, stent damage was noted. The stent was "crimped" in the package and was not used during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while unpacking the 5.0mm x15mm x 90cm express sd renal biliary stent delivery system, stent damage was noted. The stent was "crimped" in the package and was not used during the procedure. No patient complications were reported.